Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation at this time, but it is expected to be returned. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the video system center's lamp failed sporadically during the examination. This occurred during a procedure. There was no report of patient harm.